Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description. Based on technician statement, the request for service repair has been cancelled. The unit has been repaired by hospital's biomed engineer. The engineer replaced expiratory channel printed circuit board (pcb) to resolve the issue. The expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control;, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The issue was decided to be reported based on available information as defective expiratory channel pcb may lead to stop of ventilation or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).